Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system during a procedure on (B)(6) 2012. The patient, who is over 18 years old, was stable at the conclusion of the procedure. On (B)(6) 2012, the patient presented with left-sided buttock pain when moving, which the physician attributed to the uphold mesh leg being placed too high on the ligament. The patient was prescribed with anti-inflammatory medication for two weeks, and the physician assumed the pain would resolve soon. Approximately ten days post-procedure, the physician removed the uphold mesh completely to be safe, and did a native tissue repair (specifics unknown). The patient has been reportedly fine since this procedure.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date.